Event description:
It was reported that the patient was experiencing inadequate pain relief and difficulty charging the device. The patient underwent an implantable pulse generator (ipg) replacement procedure.

Event description:
It was reported that the patient was experiencing inadequate pain relief and difficulty charging the device. The patient underwent an implantable pulse generator (ipg) replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted ipg was not returned per hospital policy.